Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated that after taking a cortisone injection on the day of this report, the blood glucose level increased. The patient took a shower in the morning and did not connect the quick release correctly. The blood glucose level was at 350 mg/dl when the patient gave bolus and started to feel sick. The patient sat down and felt wetness and at that moment, patient noticed that the site was disconnected at the quick release. In the afternoon, the blood glucose level was at 236 mg/dl, late afternoon it was 350 mg/dl. The blood glucose was 407 mg/dl when the patient gave a 3.8 bolus and, in the evening, it was 494 mg/dl when the patient gave 10 units bolus. The site location was right thigh and the pump was on the right side. The infusion had been in use for three days and the infusions were stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.